Manufacturer narrative:
The reason for this revision surgery was elbow pain. The actual length of in-vivo patient service for this product is unknown as the original surgery date was not provided or could be established. The complaint does state the product was implanted 14 years ago. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) was not conducted since a lot number was not provided or determined during the complaint evaluation. A search of the device investigation produced no anomalies or evidence of a product issue. Multiple searches of the djo surgical records and patient database revealed no additional information concerning this event. Zimmer-biomet was contacted for additional information through an invoice search and reported they have no additional information to report for this evaluation. This complaint will be closed with the lot unknown pending receipt of additional information. Should additional information become available concerning this complaint, the complaint will be re-opened and a further review shall be conducted. This complaint is deemed to be non-product related. The complaint states the patient had pain in the elbow and poly wear. The pin in the poly was in the patient's soft tissue. This revision was necessary to correct the patient's condition. No other conditions relating to this event could be determined with confidence. The surgeon reported no issues associated with the explanted product. The complaint investigation is limited in scope since the part (s) associated with this investigation was not returned to djo surgical for evaluation. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having pain in their elbow. The ulnar poly had worn out and the pin in the poly was in the patient's soft tissues.